Manufacturer narrative:
Concomitant products: truliant tib fit tray cem sz 1f / 1t (cat# 02-022-45-1010 / serial# (B)(6), truliant tib imp ps insert sz 1 12mm (cat# 02-022-35-1012 / serial# (B)(6), logic stem ext 14mm x 25mm (cat# 02-012-60-1425 / serial# (B)(6), logic offset stem ext coupler 4mm (cat# 02-012-61-4000 / serial# (B)(6), tru fluted stm ext 12mm x 80mm blast (cat# 02-012-64-1280 / serial# (B)(6), cc distal fem augment sz 1, 5mm (cat# 208-05-01 / serial# (B)(6). The reason for the revision cannot be confirmed from the information provided but may be the result of reported femoral loosening and tibial subsidence. The femoral loosening and tibial subsidence and the cause for these could not be confirmed as images of the devices or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the exactech cc clinical study, approximately three months post initial left side tka, the 63 y/o female patient experienced tibial implant subsidence and incomplete fixation of femoral component, progressive pain and functional compromise. Patient had a revision on 17-dec-2020 of femoral, tibial insert, tibial tray components. Concomitant products: truliant tib fit tray cem sz 1f / 1t (cat# 02-022-45-1010 / serial# (B)(6), logic cc femoral size 1, left (cat# 02-010-06-0210 / serial# (B)(6), logic stem ext 14mm x 25mm (cat# 02-012-60-1425 / serial# (b)(60, logic offset stem ext coupler 4mm (cat# 02-012-61-4000 / serial# (B)(6), tru fluted stm ext 12mm x 80mm blast (cat# 02-012-64-1280 / serial# (B)(6), cc distal fem augment sz 1, 5mm (cat# 208-05-01 / serial# (B)(6). (B)(6) 02-022-35-1012 - truliant tib imp ps insert sz 1 12mm. Serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k171045.